Event description:
This ra lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2015. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was explanted due to high threshold. The physician was dr. (B)(6) at (B)(6) science centre. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).